Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019 -01946. The subject md-631 was returned to olympus medical systems corp. (Omsc) for evaluation. When omsc attached the subject md-631 to our owned device (clv-s190) and confirmed following the items, there was no abnormality found. Actinography of clv-s190 with the subject md-631, lighting the subject md-631 for long time. Also, omcs checked the exterior of the subject md-631, there was no abnormality. Omsc could not identify the cause of this phenomenon. Omsc surmise that the phenomenon occurred due to the followings. The xenon light source ome8-slx using the subject md-631 did not work properly temporarily for some reason. The subject md-631 was not properly attached to the xenon light source ome8-slx. The instruction manual of xenon light source ome8-slx already mentions the way to handle when the light goes off.

Manufacturer narrative:
The subject md-631 was not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc investigate the subject md-631 to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the operation microscope ome-8000 and the xenon light ome8-slx using the xenon lamp md-631, the subject md-631 went off. The user replaced the subject md-631 with another xenon lamp to complete the procedure. There was no report of the patient injury other than replacing the device.